Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the lead was explanted on (B)(6) 2014 because the lead broke ate end of 8 electrode array. It was reported the lead will be replaced in the future. It was reported the lead was discarded. It was reported there were high impedances on all electrodes. It was reported x-rays were also performed. It was reported the patient had lost stimulation to the affected side. It was reported the patient was "alive -no injury" at the time of this report.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), explanted: 2014 (B)(6); product type extension product ID 3708140, serial# (B)(4), explanted: 2014 (B)(6); product type extension product ID 3778-60, serial# (B)(4), explanted: 2014 (B)(6); product type lead.

Event description:
Follow up information reported that the replacement procedure had not been scheduled at the time of this report. If additional information is received, a follow up report will be sent.